Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified basilic vein. A 7.0 x 20, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.